Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient is experiencing pain. The physician reported that based on the CT scans there are peri-implant fractures and the tibial tray appears to have shifted/subsided. It will need to be revised and in order to access that, the talar dome implant would need to be revised too. It was noted that the patient overdid physically that may have led to the pain/loosening and migration of the implant.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
The reported event that could be confirmed based on available medical records and professional health care expert¿s assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed the tibial component is migrated, subsided and dislocated after a periprosthetic fracture. The pe cannot be assessed directly, there is, however, no evidence, that it has separated from the tibial tray or that breakage has occurred. The talar component shows a little radiolucence and small cysts. Loosening or migration cannot be confirmed. The pe is not separated from the tibial tray as far as this can be assessed with the given information, therefore I described it as not being loosened. Infection cannot excluded with a CT scan only, but there is no evidence given, that infection is present in this case. Based on investigation, the root cause was attributed most likely to a patient related issue. The failure of tibial component was caused by periprosthetic fracture creating instability of device. Furthermore, failure of talar component was caused by presence of small cyst(s) if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient is experiencing pain. The physician reported that based on the CT scans there are peri-implant fractures and the tibial tray appears to have shifted/subsided. It will need to be revised and in order to access that, the talar dome implant would need to be revised too. It was noted that the patient overdid physically that may have led to the pain/loosening and migration of the implant.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient is experiencing pain. The physician reported that based on the CT scans there are peri-implant fractures and the tibial tray appears to have shifted/subsided. It will need to be revised and in order to access that, the talar dome implant would need to be revised too. It was noted that the patient overdid physically that may have led to the pain/loosening and migration of the implant.